Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: e1 (phone number) a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. In addition, the following non-reportable malfunctions were found: light control from processor does not work, dimming does not work, but endoscopic images are visible and dim/poor light. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely that dimming did not work because temporary operation failure of printed circuit board occurred for some causes which controls dimming adjustment. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii video system center had the lighting be insufficient sporadically. The issue was found during the procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was not confirmed as not issues were found with the device. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.